Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported bd syringe 50ml ll tip 1ml contained foreign matter. There is what appears to be a piece of the flange plastic inside the barrel of the syringe, found by the technician as they began to pull swfi into the syringe. This did not cause any injuries to patients or staff.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that a fragment of flange plastic was present within the syringe barrel. To support the investigation, one sample without the packaging blister and one photograph were received for evaluation by the quality team. Visual inspection identified a plastic fragment consistent with the plunger rod thumb press within the syringe. The plunger rod thumb press on the returned unit exhibited no damage. The photograph corresponded to the sample received. No additional defects or imperfections were observed. This condition is plausible in the event of a jam during the assembly process. A device history record review was completed for material number 309653, lot 5279904. The review did not identify any quality issues during production of this lot, and no related quality notifications were recorded. All processes and final inspections complied with specification requirements. Verification of the assembly process confirmed proper alignment of rails and conveyors and satisfactory product flow. To date, no other similar events have been reported for this lot. Based on the investigation, including analysis of the returned sample, the customer¿s reported condition is confirmed.